Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with recorded episodes post- paced t wave over-sensing exhibited by the implantable cardioverter defibrillator. No patient symptoms were reported.